Event description:
It was reported that on (B)(6) 2022, an unknown sized amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery system. During the procedure, a non-abbott pig-tail catheter was being positioned in the left atrial appendage (laa) with the steerable sheath. The pig-tail catheter was dropped into the left ventricle, resulting in bradycardia followed by hypotension, st elevations, and a myocardial infarction (stemi). The amplatzer steerable sheath and the pigtail catheter were removed from the left atrium. Epinephrine was administered to treat the low blood pressure and cardiopulmonary resuscitation (CPR) was conducted for about 2 minutes and stopped once the pressure had returned to normal ranges. Arterial access was attained, and the coronary arteries were assessed. There were no abnormalities noted in the coronary arteries. All devices and sheaths were removed, and the patient was transferred to the ICU for monitoring. The occluder was not implanted and the procedure was aborted. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that: it was undetermined why the pigtail catheter dropped. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
An event of bradycardia, hypotension, st elevations, and a myocardial infarction were reported. The device was returned to abbott for investigation and the device met visual specifications when analyzed, with no anomalies being found to any components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that this event occurred after the pigtail catheter dropped into the left ventricle during the attempt to get to the left atrial appendage. It was unknown if any air embolism occurred, no loose connections or a leak were found on the steerable sheath and there was no allegation against the steerable sheath. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an unknown sized amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery system. During the procedure, a non-abbott pig-tail catheter was being positioned in the left atrial appendage (laa) with the steerable sheath. The pig-tail catheter was dropped into the left ventricle, resulting in bradycardia followed by hypotension, st elevations, and a myocardial infarction (stemi). The amplatzer steerable sheath and the pigtail catheter were removed from the left atrium. Epinephrine was administered to treat the low blood pressure and cardiopulmonary resuscitation (CPR) was conducted for about 2 minutes and stopped once the pressure had returned to normal ranges. Arterial access was attained, and the coronary arteries were assessed. There were no abnormalities noted in the coronary arteries. All devices and sheaths were removed, and the patient was transferred to the ICU for monitoring. The occluder was not implanted and the procedure was aborted. The patient was reported as stable. No additional information was provided.